Event description:
An optometrist reported that a patient presented with extreme light sensitivity twelve days following bilateral lasik surgery. The patient was diagnosed with transient light sensitivity syndrome and topical steroid dosage was increased for treatment. In a follow up, the optometrist reported that the event resolved with treatment and the patient is doing well. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product met release criteria. (B)(4).